Event description:
A customer reported experiencing a high blood glucose event with specific values displayed as "high," although the exact level was unknown. Cause was not known. To resolve the issue, the customer administered a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.